Manufacturer narrative:
The manufacturer did not receive the device for investigation as it is still implanted. No surgical report or x-rays were provided for review. A lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, m, 32/0, taper 12/14 on (B)(6) 2015 on the left hip. The patient is being monitored due to occasional popping. Note: this is a plit case with zimmer warsaw inc., reference number (B)(4).

Manufacturer narrative:
Investigation results were made available. Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: event summary: it was reported that a (B)(6) male patient, (B)(6), received left thr on (B)(6) 2015 and he is being monitored due to occasional popping. No revision surgery is planned. Review of received data: pre-op x-rays and post-op x-rays dated (B)(6) 2016 were received. The acetabular part of the left thr looks well-positioned. Slight dark areas medially to the distal half of the stem are visible. Medially proximal half of the stem looks in quite tight contact with the cortical bone. It also seems like slight dark zones are visible at the neck region of the stem both medially and laterally, which may indicate a possible stem subsidence phenomena taking place. It might be that the distal end of the stem is prone to tilt laterally due to this fact, however, since there are no other previous x-rays taken right after the operation further comments cannot be done. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as it is still implanted. Review of product documentation: the compatibility check was performed from (B)(4) and showed that the product combination was approved by zimmer biomet. Root cause analysis. Root cause determination using dfmea: noise causes patient dissatisfaction due to implant squeaks or clicks - (stripe wear) => possible: it was reported that the patient is experiencing popping occasionally. Mal-function of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset, wrong taper size combination. => not possible: the size of the head and the taper matches. Mal-function of tha (wear, fracture, dislocation etc.) Due to off label use, combination with competitor products. => not possible: product combination is allowed by zimmer biomet. Increased wear, fretting corrosion on stem taper (lever torque) due to patient with high body weight => possible: patient (B)(6), which is classified as obese. Conclusion summary: in the patient's records it is indicated that the patient has a leg length discrepancy, having right leg 1cm shorter than the left one. Since no surgical report is returned for the investigation, it is not possible to state whether this discrepancy is adjusted or not. Therefore, it is not known to which extent this may play a role in the reported event. The returned x-rays may possibly hint to a stem subsidence resulting in instability, which in return leading to unfavorable edge loading. However, this cannot be confirmed as there is no other x-rays taken right after the implantation surgery to compare. Additionally, high bmi of the patient might also contribute to the reported event. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).